Event description:
It was reported "iab failed leak test, suspected abrasion". Additional information states the iab catheter was removed and it is unknown if it was replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "iab failed leak test, suspected abrasion". Additional informaiton states the iab catheter was removed and it is unknown if it was replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8fr fiberoptix ultra intra-aortic balloon catheter (iabc) without the original packaging carton. The sample was returned in a cardboard box and was in a bio-hazard bag. Upon return, the device was in two separate sections. The first section included the iabc distal tip, bladder membrane, and central lumen. Upon return, the bladder was noted fully unwrapped. The teflon sheath was noted on the iabc. The central/outer lumen was noted cut near the iabc bifurcate. Some dried blood was noted on the exterior surface. No blood was noted in the helium pathway. The second section included a portion of the central lumen and the iabc bifurcate. The one-way valve was tethered and connected to the short driveline tubing. Some dried blood was noted on the exterior surface. No blood was noted in the helium pathway. The fos cable was visually inspected; no damage or abnormalities were noted. The fos (sc) connector was examined. The fos white connector was properly seated in the blue clamshell housing. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "iab failed leak test, suspected abrasion" is not able to be confirmed. Upon return, the device was returned cut in two separate sections. Due to the returned state of the device, it could not be confidently determined what initially caused the complaint. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. This will be monitored for any developing trends.

Event description:
It was reported "iab failed leak test, suspected abrasion". Additional informaiton states the iab catheter was removed and it is unknown if it was replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".